Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that 10 days following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. Approximately, one month later the patient developed inflammation. Steroid medication was prescribed and the symptoms are improving. Additional information was provided indicating that the diagnosis is toxic anterior segment syndrome (tass). There were no cultures performed. Steroid were used to treat the event. The outcome is improving. Additional information has been requested.